Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use that the bd phaseal¿ injector luer lock n35j had leaked nivolmab (chemotherapy) between injector and syringe. No exposure to the hcp. No serious injury or medical intervention reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported during use that the bd phaseal¿ injector luer lock n35j had leaked nivolmab (chemotherapy) between injector and syringe. No exposure to the hcp. No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: a phaseal injector and a terumo syringe were provided for evaluation by our quality engineer team. The tip of the syringe was observed broken and the broken piece of the syringe remained attached to the injector. No damages were observed to the injector. There were no defects observed at the luer connection of the injector that could have contributed to the broken syringe. As a lot number was not provided for this incident, a device history record review could not be completed for the injector product. The defect belongs to the terumo syringe, not the phaseal injector. Conclusion: the defect belongs to the terumo syringe, no defects were found in phaseal injector. The syringe was broken at the tip, and the broken part remain at the injector. No defects are at the luer part of the injector. No CAPA is needed.

Event description:
It was reported during use that the bd phaseal¿ injector luer lock n35j had leaked nivolmab (chemotherapy) between injector and syringe. No exposure to the hcp. No serious injury or medical intervention reported.